Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02096. It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right ventricular lead exhibited failure to capture. The lead was removed and replaced. On (B)(6) 2020 it was discovered that the right ventricular lead exhibited high impedance. The lead was explanted and replaced. Further information was requested however, was not provided.

Manufacturer narrative:
This report is to retract report MFR 2017865-2021-02095 (B)(6)submitted on 2021. This report was erroneously submitted.  This is a not a reportable event as the issue was due to patient anatomy.  All previously submitted information should be corrected to not applicable and null fields.